Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of diabetic ketoacidosis.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The wearable was inserted into the arm on (B)(6) 2025. On (B)(6) 2025, the patient went to work. She felt a bit of a headache but she ignored it because her dexcom reading was 117 mg/dl. She went home and went to sleep. In the middle of the night on (B)(6) 2025, she woke up and started vomiting. The patient felt like she was having diabetic ketoacidosis (dka) so her mother took her to the hospital. However, the patient was unable to provide information regarding the cgm reading during this time, prior to hospitalization. Upon arrival, her vitals were taken at the emergency room. The bg reading was 465 mg/dl and the cgm reading was 127 mg/dl. The hospital personnel removed the dexcom wearable sensor and the patient was treated with insulin IV. The patient was admitted to the intensive care unit ICU for 4 days. She was discharged on (B)(6) 2025. At the time of the report the patient was stable. Data was evaluated and the allegation was undetermined. The probable cause could not be determined via data. There was not a complete set of reported glucose values available to search within the parkes error grid calculator when the patient had a headache. The reported glucose values fall within the c zone of the parkes error grid was taken upon the arrival at the hospital. The data investigation did not find blood glucose calibration values to compare to cgm values during the reported sensor session or the calibrations during the reported sensor session were in accurate range per device specifications. No additional patient or event information is available.